Event description:
Just before the nurse was starting the patient's breathing treatment, water was noticed in the inspiratory limb of the vent tubing. When attempted to drain the water, the ventilator alarmed severe occlusion, then device alert, and then the vent stopped ventilating. Patient was taken off ventilator and bagged. The ventilator was turned off and waited a second and when turned back on, it alarmed device alert and would not reset. Another ventilator was brought in and transitioned patient back to ventilator. Device was taken to clinical engineering to be checked out.